Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Also received with detached end cap.

Event description:
It was reported that the insulin pump has cosmetic damage. Customer's blood glucose reading is 71 mg/dl. The drive support cap is protruded. Advised customer not to manipulate or push on the drive support cap while connected. Nothing further reported.